Manufacturer narrative:
The initial MDR was filed as MFR. Report (B)(4). Additional review showed the correct manufacturing site was (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Additional information received from the manufacturer representative indicated that there was csf laboratory tests made during pump removal. It was previously reported that there were cfs laboratory tests made during pump removal. An infection was suspected as the patient had fever for several days, but was not confirmed. It was noted that the patient¿s lack of effect was due to ¿suspection¿ of therapy or unrelated patient issues. No further complications were reported and/or anticipated.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving lioresal 2 mg/ml at 800 mcg/day at via an implantable pump for an unknown indication for use. It was reported that patient experienced a loss of baclofen ¿efficacy" and were having lots of problems including constant fever without c-reactive protein (crp) increase. It was reported that the patient has an unknown disease background and ¿ethology¿ unknown for dystonia symptoms. A catheter contrast dye study was done in january along with a magnetic resonance imaging (MRI), and infection studies. It was noted that the catheter was ¿ok¿. At the end pediatric neurology decided that a pump removal would be the right solution for the patient. Cfs laboratory tests have been made during pump removal as well as the catheter has been sent to microbiological studies. The patient¿s medical history included severe disability both mental and physiological from childhood.

Manufacturer narrative:
Analysis of the pump found no anomaly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there were no abnormalities in the pump logs and that there were no alarms heard. No further complications were reported and/or anticipated.

Manufacturer narrative:
Date of event was indidated as approximate. Implanted date was indicated as approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.